Event description:
During use of the extend evac electrosurgical pencil the surgeon found the cauterizing and cutting feature to be reversed. When activating coag the cautery light went on the bovie. This was the first reported incident of this occuring.

Manufacturer narrative:
Investigation findings: deroyal is the manufacturer of finished good (B)(4). When the complaint was received the qc complaint specialist emailed the deroyal sales representative, on (B)(4) 2013, in an effort to obtain lot information. The lot number has not been provided. The sample was received on 09/23/2013 marked as a biohazard. The qc complaint specialist will submit the product to royal sterilization systems for de-contamination prior to the product review. Scar2013-428kjg was issued to the vendor in reference to the report. Additional communication with the vendor was conducted for notification that the sample was available for review and had been de-contaminated as requested. The scar response was received on (B)(6) 2013. In addition, the qfi report was reviewed to obtain the sales and similar complaint information. Deroyal has sold (B)(4) each of the raw material from 2011 to 2013. The 2011 to 2013 scar logs were reviewed for similar reports and none were found. Correction: a correction has not been taken. Root cause analysis: (B)(4): the cauterizing and cutting features are reversed due to improper wiring during the assembly process. Production personnel are trained to specific revision level of sop for consistent results. Corrective action and/or systemic correction action taken: (B)(4): the received product has been reviewed with the production personnel to stress the importance of monitoring the quality of finished product to ensure that it meets all specifications. Preventive action: (B)(4): periodic review with the production personnel, of the quality of the finished product to ensure that meets its specifications. No further information available at this time. The investigation is complete.